Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. PMA/510(k): device is not distributed in the united states, but is similar to device marketed in the USA. To capture surgical intervention and medical device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date that a revision operation was performed for a broken proximal femoral nail anti-rotation (pfna) nail. Concomitant device reported: unknown pfna helical blade (part # unknown, lot # unknown, quantity 1), unknown pfna end cap (part # unknown, lot # unknown, quantity 1), unknown locking screw (part # unknown, lot # unknown, quantity unknown). This report is for one (1) pfna ø10 long r 130° l420 tan. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E1 initial reporter telephone number (B)(6). H3, h4, h6 investigation summary : picture review: narrative (nail broken) could be confirmed from provided picture. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history part: 472.310s, lot: 2l52683, manufacturing site: bettlach, release to warehouse date: 13.dec.2018, expiry date: 01.dec.2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event: revision occurred on (B)(6) 2020. All implants were removed and the procedure was completed successfully.